Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm and discovered she had a bent cannula. Blood glucose value was 422 mg/dl at the time of the incident. Troubleshooting was declined for a high blood glucose value but troubleshooting was performed for the infusion set and it was determined that the device will be replaced. Nothing will be returned.